Event description:
Patient states one of her infusion crono pumps is getting an occlusion error that cannot be cleared. New pumps were sent - there is no stop in patients therapy. Sn#: (B)(4) dose or amount: 8 ng/kg/m. Frequency: continuous. Route: IV. Dates of use: from 10/30/2014 to current. Diagnosis or reason for use: pah.